Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 521 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. Prior to the event, the insulin pump alarmed no delivery. A tubing clamp was not available to perform the high pressure test. The customer was advised to call back to perform the high pressure test. Nothing further was reported.